Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 the physician observed that the elective replacement indicator was reached (battery impedance greater than 10 kohm). However on (B)(6) 2010 follow-up (one year ago), the battery impedance was 2.5 kohm and the estimated longevity was 58 months; therefore premature battery depletion is suspected. Device explantation is scheduled on (B)(6), 2011.